Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.sections were left blank as the customer's age and weight are unknown.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour next meter. No adverse event alleged. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.